Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The clinic will continue to monitor the patient. No intervention or patient condition was reported.